Event description:
In 2007, a perigee graft was implanted for vaginal prolapse. Info received indicates the pt has an allergy to the implanted mesh product. The pt has received advice to have the mesh removed to avoid further pain and trauma. A revision surgery has not been reported to ams at this time.

Manufacturer narrative:
Original info was a maude event report. A monarc sling is mentioned in the maude report, however, the monarc sling is used for treating stress incontinence and is not recommended for treatment of prolapse. Should add'l info becomes available regarding this event it will be re-evaluated and a f/u report will be sent.